Manufacturer narrative:
Concomitant medical products: 2088tc52 competitor lead, implanted: (B)(6) 2011.

Event description:
It was reported that the patient experienced an inappropriate shock from the right ventricular (rv) lead due to a possible lead fracture. In addition, the lead exhibited high rv coil impedance. The lead remains in service. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.